Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, foreign material coming out of the nozzle was confirmed, but the type of foreign material was unable to be determined. The foreign material likely remained in the scope due to a deviation of the reprocessing method from the instruction manual; however, a definitive cause for the foreign material inside the nozzle could not be determined. The instruction manual states the detection method associated with the event in 'gif/cf/pcf-290 series, operation manual, chapter 3 ¿preparation and inspection' and preventative measures in gif/cf/pcf-290 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the colono-videoscope exhibited foreign object coming out from the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.